Manufacturer narrative:
E3: occupation: supervisor. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the access was good, and angio-seal closure was good. However, twenty-four hours later the patient went to the operating room (or) to remove the angio-seal. The procedure performed was a transcatheter aortic valve replacement (tavr). There was no blood loss.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. H6: investigation findings - 3221 is based upon the evaluation of user facility information and no return of the actual device; 213 is based upon functional testing of the returned unused sample. H6 - investigation conclusion - 22 is based upon evaluation of user facility information and no return of the actual device; 67 is based upon evaluation of the returned unused sample. Three (3) 6fr angioseal devices were returned to terumo medical corporation for product evaluation. All three devices were returned unopened and in unused condition with no visible signs of blood. Functional testing was performed to test deployment of the devices. The sheath was inserted into a vessel model and the carrier tube was mated to the sheath and the device was set to forward lock position. The device was then set to rear lock position and the device was pulled back. All internal components were able to be deployed. No issues were noted during deployment testing. The complaint was confirmed since surgical intervention was performed. The exact root cause cannot be determined. It is possible that use of a transcatheter aortic valve replacement (tavr) system contributed to the adverse event, although this was unable to be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).